Event description:
It was reported following a lithotripsy procedure for a ureteral obstruction in 2008, the stent that was placed in the right ureter fell out after patient was sent home on the next day. The patient returned to the hospital on the following day, for a procedure to have another stent placed. No further complications have been reported.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use that accompany the device states in the precautions section that with any ureteral stent, migration is a possible complication which could require medical intervention for removal. Section of a too short stent may result in migration.